Manufacturer narrative:
The customer provided additional discrepant results for additional patient samples tested for na, cl and k. Discrepant results for 4 patient samples were provided on the initial report. On (B)(6) 2020 patient 5 initial na result was 132.9 mmol/l. The repeat result was 141.1 mmol/l. On (B)(6) 2020 patient 6 initial na result was 128 mmol/l and the initial cl result was 102 mmol/l. The repeat na results were 141 mmol/l and 143 mmol/l and the repeat cl results were 113 mmol/l and 114 mmol/l. On (B)(6) -2020 patient 7 initial na result was 123.6 mmol/l, the initial k result was 3.55 mmol/l and the intial cl result was 91.2 mmol/l. The repeat na results were 140 mmol/l and 141.5 mmol/l, the repeat k results were 4.5 mmol/l and 4.03 mmol/l and the repeat cl results were 103.7 mmol/l and 104.9 mmol/l. On (B)(6) 2020 patient 8 initial na result was 129.5 mmol/l. The repeat results were 139.6 mmol/l and 138.8 mmol/l. Section b6 was updated. Based on the data provided, the malfunction is consistent with a pre-analytical handling issue at the customer site. The investigation determined the issue is sample related. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for sodium (na) and chloride (cl) on a cobas 8000 ise module. Patient 1 initial na result was 119.9 mmol/l. The sample was repeated twice with results of 128.7 mmol/l and 126.8 mmol/l. On (B)(6) 2020 patient 2 initial na result was 129.2 mmol/l. The sample was repeated twice with results of 135.6 mmol/l and 133.3 mmol/l. On an unknown date patient 3 initial na result was 129.1 mmol/l. The sample was repeated twice with results of 135.6 mmol/l and 133.3 mmol/l. On (B)(6) 2020 patient 4 initial na result was 132.6 mmol/l and the initial cl result was 96.8 mmol/l. The sample was repeated 4 times with na results of 122.4 mmol/l, 136.7 mmol/l, 136.1 mmol/l, 136.4 mmol/l and cl results of 88.9 mmol/l, 98.8 mmol/l, 97.4 mmol/l, and 97.7 mmol/l. No questionable results were reported outside of the laboratory. No cartridge lot numbers with expiration dates were provided.